Manufacturer narrative:
Unique identifier (UDI) number d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported a type c dissection requiring intervention occurred. The 2.75 mm x 34 mm target lesion located in the left circumflex vessel had none to mild degree of calcification and 70% stenosis with timi flow of 3. The lesion was pre-treated with the 2.5 mm x 15 mm wolverine cutting balloon. Post pre-treatment the stenosis was noted as 30%, but a dissection greater than type c was observed. The dissection was treated with an additional stent resulting in 0% final residual stenosis and timi flow of 3.